Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow-up where physician observed a potential endoleak through angiographic review. A re-intervention is scheduled at a later date where physician will perform a full reline using an afx2 bifurcated device. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, there were confirmed evidence to support the following reported event. It was confirmed that a non-endologix stent had been placed on the implant to correct a flow issue. Patient also had an endoleak type 3b on the main body and persistent endoleak post re-lining. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body stent was intentional user-error caused by the suboptimal placement of non endologix iliac stents in the mid aorta and concomitant use of non endologix products at implant. The patient was reported as doing well post an endovascular repair, however, there was evidence to support the reported persistent leak (indeterminate) post repair. The review of manufacturing lot confirmed all devices met specifications prior to release. The lot usage history shows that no other units from the affected lots have been involved in any similar complaints at this time. The device still remains implanted in the patient. No device will be returned for evaluation. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).